Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip cable was frayed at the distal end and lacked intuitive movement. The frayed strands stuck out at the wrist. No damage was found on the distal idler pulley. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the instrument was noted to have a frayed wire and was disconnected from the working end of the grasper. No patient harm, adverse outcome or injury was reported.